Event description:
Pt went to emergency room (ER) on friday night - when changing infusion set, the tubing would not separate from the site and broke off in the patient's right thigh. The portion of the product is still lodged in her right thigh, the ER doctor did not remove for concerns of infection. Pt reports that ER md instructed her to keep an eye on the area, product may fall out naturally. She is going to be calling her remodulin prescriber today to review. Sending new tubing with this order. There was no lapse in medication therapy. Dose or amount: 132 ng/kg/min, frequency: continuous, route: subcutaneous. Dates of use: (B)(6) to ongoing. Diagnosis or reason for use: i27.0, primary pulmonary hypertension.